Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0062990. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two 30ml syringes, one 10ml syringe and two rapid fill connectors were received for evaluation by our quality team. One 30ml syringe and one baxter rapid fill connector came in sealed packaging blisters. The 10ml syringe has a rapid fill connector connected to it. The other 30ml syringe has the luer tip damaged. It could be possible for this defect to occur if excessive torque is applied to the luer tip when assembling the connector. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Damaging the syringe luer tip could happen when excessive torque is applied while assembling a connector.

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: material no: 302832, batch no: 0062990. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Was preparing a medication for syringe pump. I attached a rapid fill connector to a 30 ml syringe luer-lock tip (bd). When the syringe was filled and rapidfill connector removed, the luer-lock plastic tip broke off and was lodged inside the rapidfill connector. Who was affected? No person affected. Frequency of problem: first time.